Event description:
It was reported via merlin transmission, the device was post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.